Manufacturer narrative:
The insulin pump was received with a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery compartment. The test reservoir does lock properly inside the reservoir tube. However, the pump was also received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor, vibrator and force sensor during visual inspection. No moisture damage found on the keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was fell down when customer was getting ready to shower and had crack on the bottom of the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.